Event description:
It was reported that the customer received an alarm indicating that the pump did not recognize the new cartridge. Customer was ultimately able to load another cartridge without any issues. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.